Event description:
A patient reported blood glucose of 0.6 mmol/l, 5.2 mmol/l and 9.3 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. Meter was replaced.